Event description:
A pump malfunction was reported without any notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level, remaining below 500 mg/dl. The customer had experienced at least three occurrences of the same malfunction but was advised by technical support to continue using the current pump while the replacement pump was shipped. Technical support confirmed the shipping details and instructed the customer on returning the faulty pump.